Manufacturer narrative:
An alarm indicative of a potential malfunction of the cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. There was a leak from the loose connection. Both a loose connection and a leak are known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell one of four. The patient was connected at the time of the alarm. The patient stated one of the supply bags had disconnected and was leaking. During troubleshooting, the patient stated they had checked the supply bag for leaks, as the bag had been wet when they removed it from the over pouch, however they had not seen any leaks. The patient stated there had not been any issues setting up the supplies; all the connections had seemed secure and normal. The patient was unsure how the disconnection had occurred. The renal therapy service agent (rtsa) had the patient cycle power to the homechoice; while cycling the power the homechoice had a power failure. The rtsa initiated a swap of the device, and discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.